Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis, acute myocardial infarction, chest pain, unstable angina, st elevation, nausea, ventricular fibrillation, ventricular tachycardia, cardiac arrest, and restenosis occurred. The pt arrived via ambulance with chest pain, shortness of breath, nausea, and dizziness. The pt had chest pain for one week prior to his arrival, which he treated with dilaudid and nitroglycerin. He was diagnosed with unstable angina and given nitroglycerin. Two days later, the pt was airlifted to another hospital for cardiac catheterization. An acute myocardial infarction (mi) was diagnosed. Angiography was performed. The 90-95% stenosed lesion being treated was located in the mid to stenosed lesion being treated was located in the mid to distal right coronary artery (rca). The lesion was predilated with a 2.5x15mm non-bsc balloon, inflated to 10atm for 60 seconds. A 3.00x32mm taxus express2 drug eluting stent was deployed in the proximal to mid rca, inflated to 14atm. A 3.00x20mm taxus express2 drug eluting stent was deployed overlapping the 3.00x32mm stent, inflated to 14 atm. Another 3.00x32mm taxus express2 drug eluting stent was deployed in the mid to distal rca. A 3.00x8mm taxus express2 drug eluting stent was deployed in the mid rca overlapping the previous stent. Same case as: 2134265-2009-01246, 2134265-2009-01247, 2134265-2009-01249, 2134265-2009-01250. All four stents were piggy backed one on top of another. The stents were post dilated with a 3.5x15mm non-bsc balloon, inflated up to 14 atm for 20 seconds. Next, the physician treated the 60-90% stenosed lesion located in the mid to distal left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon, inflated to 6atm for 60 seconds. The physician deployed a 2.5x24mm taxus express2 drug eluting stent, inflated to 14atm. Additional inflations were made with a 3.0x15mm and 3.0x20mm maverick balloon to 12 atm for 30 seconds. Medication given include: nitroglycerin, angiomax, reopro, plavix, and aspirin. Six days post the initial stent deployment, the patient presented with chest pain and nausea. The patient was diagnosed with unstable angina with t wave inversion and st elevation; treated with nitroglycerin and morphine. Patient requested prescriptions for pain meds and nitro. Physician counseled patient on pain medication tolerance and addiction. Patient was discharged the following day. Twenty two days post, the initial stent deployment, the patient presented with chest pain and was treated with IV nitroglycerin. Nine months post, the initial stent deployment, the patient presented with severe chest pain and was diagnosed with an acute mi with st elevation. Shortly after being diagnosed, the patient when into ventricular fibrilation and was non-responsive. CPR was initialed and the patient was defibrillated. Amidrone, plavix, heparin, tnk, and aspirin were given. The patient was once again responsive. The pt also experienced ventricular tachycardia. The pt was airlifted to another facility were thrombus was identified in the mid lad and mid to distal rca stent. The pt had stopped plavix use one week prior to the event. Extraction atheroectomy was performed in the lad. The lesion was dilated with a 3.0x15mm quantum maverick balloon twice, inflated to 12atm for 20 seconds. There may have been very distal thrombus embolization at the apex of the left ventricle. Next, the physician attempted to predilate the rca with a 3.5x15mm quantum maverick balloon, but was unable to cross the lesion. A buddy wire was placed and the lesion was predilated with a 3.5x15mm quantum maverick balloon, inflated to 10-12atm for 20 seconds. Additional inflations were made with a 3.5x12mm quantum maverick balloon, inflated twice to 16atm for 10 seconds. A slight amount of non-occlusive thrombus remains very distally in the vessel. The physician believes this will respond to continued anticoagulation. Medications given included: integrilin and heparin. The pt was discharged three days later. Six days after being discharged, the pt presented with chest pain, deep anterior t changes, and mild st elevations. The pt was airlifted to another facility. Angiography revealed in-stent restenosis in the mid lad. No intervention was necessary. A forearm wound with mrsa was treated. The pt was discharged eight days later. Physician counseled pt on medication compliance. The same day of discharged, the pt presented with chest pain. No intervention was done and the pt was discharged home.